Manufacturer narrative:
Additional information was received on 30-jan-2018as follows; staples removed from vascular surgery wounds after 3 weeks. Seen in f/u in interior bc with gp, tte done (B)(6) 2017 at (B)(6) hospital. Trivial paravalvular regurg. Slight problems moving about with no pain. The patient discharged from the hospital on (B)(6) 2017. What devices used contributed to the dissection? Perclose possibly, safari wire. Is the lotus introducer going to be returned. If not, why? No devices were saved. The 18f sheath was removed from the right femoral vessel and was closed by a perclose. In cicu afterwards the right foot was noted to be numb, cooler without distal pulses and patient felt pain. Motor function was preserved. The equipment was long gone by this point. What is the size, upn and lot of the lotus introducer sheath used? Unknown upn and lot # at present time. An 18f sheath. The reported device was not returned for review. As the device is not available for investigation and examination, it was therefore not possible to carry out any dimensional, functional, visual or microscopic examination on the device. Based on a review of the risk documentation and information available, no updates are required to the risk documentation for the empira device. There is no indication of a potential processing or design failure associated with this complaint. Vessel dissection and embolism are anticipated procedural complication and are known physiological effect of the procedure as noted within the instructions for use. A review of the manufacturing documentation could not be executed as the lot number was unknown. Statement on trend data (lot only) a similar trend review could not be executed as the lot number was unknown. A request for a ship history was initiated by creganna medical. The distributor confirmed that aship history report with the available customer number was completed however the report generated found no ship history record of the customer. From the information available, there is no evidence present to indicate that the device was not used per the directions for use/product label. Based on the complaint review and the event description for this complaint, the root cause classification code assigned to this complaint is 'anticipated procedural complication'. Anticipated procedural complication is defined as where as the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling. Based on the above conclusion, no further escalation or corrective action is required at this time. We will continue to monitor for these complaint types.

Event description:
Initial complaint description received is as follows: 'progress pvl registry (B)(4) (de novo thrombus embolization following sheath removal) event description: de novo thrombus embolization following sheath removal (other product issue): -on (B)(6) 2017, same day of index procedure, post tavi, subject complained of numbness, tingling and significant discomfort to right foot. -the subject was treated with IV heparin with improvement in pain. -on examination right femoral pulse was palpable above the access site, however there was no appreciable pulse distally, no popliteal dorsalis pedis or popliteal tibial pulse and no doppler signal. -on (B)(6) 2017, CT revealed dissection of common femoral artery and external iliac artery (reported as ae# 001-provascular access site complication) -the subject was noted with distal embolization with acute limb ischemia. -per email confirmation from the site, the embolization of the de novo thrombus was noted following removal of the sheath during index procedure (other product issue). The sheath used during the procedure was bsx lotus sheath (bsc product). -as per edc, the major vessel trunk was treated with grafting and embolectomy of the right superficial femoral artery, tibial vessels, vein patch angioplasty, tibioperoneal trunk and posterior tibial artery right leg. Lab data:n/a adjudication results: event 1: vascular access site/ access related complication. Adjudication results: no cec adjudication results required. Event 2: de novo thrombus embolization following sheath removal. Adjudication results: no cec adjudication results required' contact log: no queries have been issued for this case' additional information was received as follows; what is the patient's condition? Staples removed from vascular surgery wounds after 3 weeks. Seen in f/u in interior bc with gp, tte done (B)(6) 2017 at (B)(6) hospital. Trivial paravalvular regurg. Slight problems moving about with no pain. Was the patient discharged from the hospital? When? Yes (B)(6) 2017. What devices used contributed to the dissection? Perclose possibly, safari wire. Is the lotus introducer going to be returned. If not, why? No devices were saved. The 18f sheath was removed from the right femoral vessel and was closed by a perclose. In cicu afterwards the right foot was noted to be numb, cooler without distal pulses and patient felt pain. Motor function was preserved. The equipment was long gone by this point. What is the size, upn and lot of the lotus introducer sheath used? Unknown upn and lot # at present time. An 18f sheath.